Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent and was not able to charge the pump as a result. Customer¿s blood glucose value was between 281 mg/dl. A replacement cable was sent to the customer.